Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the next day the pt had limb occlusion of the right iliac artery distal to the stent graft on the contralateral limb. This was due to the stent graft not being lined up with the stent graft because of an a excessively tortuous artery which made a sharp curve at the distal end of the stent graft. Thrombectomy procedure was performed with balloon dilatation and a bare metal stent from another MFR was implanted to overlap the aneurx stent graft. The stent was extended down into the curved area of the vessel. No add'l clinical sequelae were reported and the pt is stable.

Manufacturer narrative:
Evaluation: results: arterial and venous occlusion. Tortuous iliac artery. Evaluation: conclusion: tortuous iliac artery. Patient required secondary intervention.